Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs shows that an ECG signal was initially present via ECG leads for approximately 10 seconds before a lead-fault condition occurred. Following the lead-fault, the ECG signal was lost and multiple impedance interruptions were recorded, consistent with poor coupling. Electrode pads were connected with a viable ECG signal present, but the lead view on the device was not changed from lead ii to pads. The ECG signal eventually returned once the ECG lead fault resolved. The device passed all functional testing, bench handling, and stress testing with no device malfunction identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 34-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.